Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. The drive support disk was inspected and no anomaly noted. No unexpected alarms or alerts noted during testing. The insulin pump also received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 500 mg/dl. The customer stated that the back of the pump popped off. The customer report that the drive support cap is flush. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The custome was trying to change set to resolved the high blood glucose. Customer is currently taking a shot of 10.0 units.